Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 23 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, the patient received two inappropriate shocks due to oversensed noise. It was determined via chest x-ray and fluoroscopic evaluation that the lead had fractured at the clavicle. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.